Event description:
Customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Customer's blood glucose was 436 mg/dl; current reading is 353 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime and the cannula was not bent. Time/date was incorrect. Basal rates and bolus wizard were set up correctly. Bolus history was accurate and the insulin pump passed the high pressure test. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.